Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the device leaked during preparation, which has the potential to cause or contribute to serious injury if it were to reoccur during use. It was reported that during preparation of the steerable guide catheter (sgc), during preparation of the dilator, the back-bleed valve was checked, appeared to be insufficient, and leaked. Additionally, the fluid column could not be held. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new dilator was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The steerable guiding catheter (sgc) device was returned and the reported leak at the dilator rotating hemostasis valve (rhv) was not confirmed. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. An expanded review was conducted that identified an issue potentially related to unstable dilator caps. Further assessment of this issue per site operating procedures is being performed. Corrective and preventative action to address this issue are in the process of being implemented. The performance of these devices will continue to be monitored.